Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 266280 did not highlight any anomaly which could contribute to this reported event. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. One further complaint received in relation to lot number 266280. The as reported classification for complaint lot-pc15-027 is similar to this complaint (lot-pc15-032) where vessel dissection was reported. The most probable root cause classification code assigned to this complaint is anticipated procedural complication where analysis of all available information determined that the reported event is an anticipated procedural complication as detailed within the IFU. Based on a review of the fmeas, vessel perforation as a reported classification is not a new or unanticipated failure mode. No updates are required for risk documentation based on this complaint. We will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types. Not returned to manufacturer.

Event description:
This patient is a (B)(6) year old high risk tavi patient (sts of (B)(4)) with adequate vascular access size (by CT) to fit a large size lotus introducer. During introduction of the lis-l, the external iliac vessel was perforated. The lis-l was immediately removed and an occlusion balloon advanced and inflated above the level of the perforation to control the bleeding. Due to the fragility of the vessels, a second vessel injury occurred at the site of the occlusion balloon inflation (left common iliac). A vascular surgeon came to the tavi procedure room and worked with the 2 tavi implanters to place multiple self expanding covered stents and a single balloon expandable covered stent. This treatment of the perforation was successful, the patient was stable and the operators continued with the tavi procedure. The patient was stable following treatment of the perforation by placement of multiple covered stents (they had a second perforation/dissection while treating the initial perforation - this one unrelated to our introducer, but caused by the occlusion balloon they were using to control bleeding at the perforation site. Patient received covered stents in his external iliac and common iliac arteries.